Event description:
Caller states, patient tested 7.4 inr on the coaguchek xs system while a comparison lab returned as 4.81 inr. Patient's coumadin therapy was decreased. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).